Event description:
It was reported by the patient that they were running during a marathon and checked their pdm (personal diabetes manager) to see it had given a bolus that was not programmed. As treatment the patient reports they stopped running and ate gummies, gatorade and drank regular coke.

Manufacturer narrative:
The case description states that the user noticed an 8 and 9 unit uncommanded boluses were given on 10dec2023 while the user was in activity mode. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Audit log files show the delivery of the 8 and 9 unit boluses on the date of occurrence. Engineering logs were not able to be inspected for this event due to the overwriting feature of the logs. The boluses that were found in the engineering logs were inspected for any uncommanded boluses. However, no boluses were seen to be delivered within the time frame of each use in activity mode. Inspection of the most recent bolus delivered since activity mode was of 2u delivered at 21:10 on 25jan2024 in utc time. The logs show that the controller was interacted with to enter the bolus calculator screen , carb values were entered 1 digit at a time to enter 10 grams, and the use cgm option was used to load a bg value of 189 mg/dl. The bolus calculator gave a suggestion of 2u based on this. The controller then went through the steps to confirm and start the bolus in order to deliver the 2u bolus. Inspection of the audit log files show that on 11jan2024, the user went into activity mode and then a 0.7u bolus was delivered shortly after. Although the engineering logs from this date were overwritten, the audit logs from after the software update show that the user entered 7 carbs and the confirm bolus button was pressed. Though no evidence of unprogrammed boluses were observed in the available engineering logs, without the engineering logs from the 9u bolus, it could not be conclusively determined if the controller was interacted with in order to program and deliver the bolus.